Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for the alleged perforation of the ivc and filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2015).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism,supratherapeutic inr, hematoma and bleeding. At some time post filter deployment, it was alleged that the filter tilted anteriorly with cone on the wall of the ivc and one of the ivc filter legs penetrates the small bowel loop and one leg penetrates one of the lumbar discs. The device was removed percutaneously. The patient reportedly experienced mid to lower back pain; however, the current status of the patient is unknown.